Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03733

Event description:
As reported by our affiliates in (B)(4), after implantation of the 29mm sapien 3 valve in aortic position by tf approach, extraction of the commander delivery system through the esheath was not able to be performed because (withdrawal) difficulties occurred, ¿even the radiopaque ring at the end of the introducer was damaged¿. The esheath was removed while leaving the commander delivery system inside of the patient. Once the esheath was removed, the commander delivery system was removed without clinical consequences for the patient.

Event description:
As reported by our affiliates in (B)(6), after implantation of the 29mm sapien 3 valve in aortic position by tf approach, problems were encountered when trying to retrieve the commander through the esheath. There was not volume retained in the balloon, however, the delivery system got caught in the esheath. The radiopaque marker of the esheath was damaged but remained attached to the sheath. The esheath was removed together with the commander as a unit. Not cut down was necessary and the retrieval was done without clinical consequences for the patient.

Manufacturer narrative:
After additional review, no cut down was necessary and the retrieval of the edwards delivery system was done without clinical consequences to the patient. Therefore, the complaint against the edwards commander delivery system is no longer reportable. This report is to retract the initial reported event.